Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). Vascular access was obtained through the femoral artery. An apex push over-the-wire 8mm x 1.5mm was advanced to treat the target lesion and encountered resistance. The device was inflated once to 8atms for 30 seconds and the balloon ruptured. The apex push over-the-wire was withdrawn and the procedure was completed with a different device. There were no patient complications reported with the patients' status listed as 'good'.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)